Event description:
The sharp and stiff endotracheal tube caused laceration wound, during intubation in the pharynx and laryngeal inlet leading to granuloma formation post operatively. Re-intubation was not necessary.

Manufacturer narrative:
Actual device returned for evaluation. As lot no. Was provided for this report, batch paperwork and retain sample were reviewed and confirms that this order was manufactured to meet all blueprint specifications and quality requirements before final release. There is evidence to suggest that the reported defect occurred in-house. Evaluation: the batch paperwork for lot number 2004051186 was reviewed and confirms that the lot was manufactured to meet all of the blueprint specification and quality requirements. The retain sample returned for evaluation contained in a plastic bag, also retruned was the original unit carton. Visual examination of the returned unit shows that there is blue colouring on the proximal pilot balloon and on the proximal cuff, which is not part of our manufacturing process. Further examination shows that there is a sharp piece of bonding agent on the distal cuff shoulder. A deviation occurred during the glueing operation and should have been detected during the inspection stage of the process. There is evidence to suggest that the reported defect occurred in house. Corrective action/comments: we are sorry that you experienced a problem with our cuffed laser flex product. All our cuffed laser flex product undergoes a four-hour inflate/deflate test prior to release, it is at this point that all defects are removed. The complaint sample has been highlighted to all of the relevant personnel and the seriousness of this complaint stressed to all concerned. The training department will carry out a method audit on all of the glue, inflate and deflate operators on this process cell.